Event description:
Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the physician's handheld was completely dead and will not power on. Troubleshooting was performed. The handheld was plugged in to the wall for approximately one hour and would still not power on. A hard reset was attempted, but did not resolve the issue. The physician was provided a new programming computer and the handheld and flashcard was received for analysis. Analysis is underway, but has not been completed to date.